Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. A broken force sensor pin was also observed. Review of the pump download history revealed loss of prime warnings associated with zero force and "no cartridge detected" warnings. During the load step of the "ezprime" operation, the pump dispensed fluid from the cartridge and emitted a "no cartridge detected" warning.

Event description:
The pt stated the pump dispensed insulin from the cartridge during the load step. The pt denied not reusing cartridges and stores them at room temp. There was no dust/debris observed in the cartridge compartment.